Event description:
The physician made a pta in the sfa the (B)(6) 2013. The same balloon was used in the upper and lower part of the sfa due to that the sfa was narrow. The balloon was inflated several times. In the upper part of the sfa the balloon burst and it was not possible to get it into the introducer. The tip of the catheter got stuck a couple of cm outside the introducer, but with some difficulties the physician managed to get out the balloon. The balloon had been split into two parts, where the distal part had got wrinkled at the tip, which resulted in that it was not possible to get it into the introducer. This caused that the pt got a larger entry hole as the diameter of the balloon now was larger than the introducer. The introducer had to be changed from 6f into 8f to be able to get homeostasis. Add'l info provided (B)(6) 2013: the balloon burst circumferentially, and was therefore difficult/impossible to get into the introducer again. Further info has been requested but not yet provided.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.